Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the device interacted with the calcium in the anatomy during advancement resulting in the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The patient presented with a free perforation in the 1st diagonal. A 2.5x12mm unspecified balloon stent was deployed and subsequent angiogram revealed a perforation near the distal stent edge. The unspecified stent balloon was advanced back into the vessel and inflated. Angiogram was performed with balloon inflated and no additional dye extravasation was present. The balloon was left inflated when a 2.80x26mm rx graftmaster was attempted to be advanced; however, failed to cross through the proximal calcium in the left anterior descending artery. Another prolonged inflation was performed and there was no further dye extravasation therefore, perforation was sealed. Patient had stable blood flow and transthoracic echocardiogram (tte) was negative for pericardial effusion. No further attempt was made to rewire as the physician did not want to reopen the perforation. Patient had no chest pain and was monitored overnight. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.